Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Allergan is unable to perform follow up; therefore, no further information can be provided. Allergan has initiated an investigation into this late report.

Event description:
Consumer forwarded an online forum discussion in which a patient reported rupture, pain, and a "slightly strange feeling." This is the right side record. Device has been explanted.